Event description:
Infant born via cs [cesarean section] at [redacted] gestation- umbilical cord clamp placed on infant at delivery 0928. Md entered room 1524 to assess infant, who was being held skin to skin by mother. When handing over infant, md noted blood on mother, sheets, and infants clothing. Md undressed infant- cord clamp was not attached to the infant, and umbilical stump was bleeding. Rn had been in room 20 minutes prior- no bleeding noted. Infant required nicu [neonatal intensive care] admission, vitamin k, and blood transfusion.